Event description:
A patient ((B)(6)) was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2012 the patient was injected with 2.0 ml coaptite, lot 1033553. On (B)(6) 2012, the patient developed urinary retention diagnosed by a bladder scan. The patient was treated with foley catheterization starting on (B)(6) 2012. The adverse event resolved on (B)(6) 2012. Per physician, the event was of mild severity and definitely related to coaptite.

Manufacturer narrative:
The device history records for lot 1033553 were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.

Manufacturer narrative:
The device history records for the reported lot were reviewed. All required testing specifications were met prior to release. There were no abnormalities noted.

Event description:
The patient was enrolled in the (B)(4) study for stress urinary incontinence. On (B)(6) 2012 the patient was injected with 2.0ml of coaptite, lot 1033926. On (B)(6) 2012 the patient reported a urinary tract infection. On (B)(6) 2012 the patient was prescribed macrobid (dose & duration not provided). As of (B)(6) 2012 the event was resolved and the patient was injected with 2.0ml of coaptite. The physician assessed the case as mild and definitely not device related.